Manufacturer narrative:
Evaluation summary: no sample was returned for evaluation. The system history showed that the laser was successfully verified prior to, and after the date of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The technical investigation shows that the device met the specifications. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that following bilateral photo refractive keratectomy (prk), the patient was diagnosed with sterile, peripheral infiltrates in both eyes. The patient was asymptomatic and was treated with oral and topical steroids. The event resolved seven days later. No further information is expected. There are two medical device reports associated with this event. This report is for the right eye.